Event description:
It was reported that the patient with this pacemaker experienced an electrical shock from the electrical wiring while doing some electrical work. Boston scientific technical services (ts) discussed to contact to the following physician or clinic. As of this time, this device remains in service. No adverse patient effects were reported.